Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility area technical operations manager reported a burnt spot on the power cord. The manager confirmed there was no patient involvement or injury. The manager stated the plastic at the male end of the plug appeared burnt. The manager stated no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The manager confirmed the machine was plugged into gcfi outlets (hospital grade outlet) as per the recommended power source. The manager stated a replacement power cord was ordered and the machine was currently still out of service pending replacement of the power cord.

Event description:
A user facility area technical operations manager reported a burnt spot on the power cord. The manager confirmed there was no patient involvement or injury. The manager stated the plastic at the male end of the plug appeared burnt. The manager stated no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The manager confirmed the machine was plugged into gcfi outlets (hospital grade outlet) as per the recommended power source. The machine had less than 5000 hours and was the original plug. The cord/plug assembly and the machine was back in service and working fine. The component was available to be returned for evaluation.

Manufacturer narrative:
Corrected date of event: (B)(6) 2018. Corrected date received by manufacturer: 01/11/2018. A supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
Plant investigation: the device was not returned to date to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility area technical operations manager reported a burnt spot on the power cord. The manager confirmed there was no patient involvement or injury. The manager stated the plastic at the male end of the plug appeared burnt. The manager stated no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The manager confirmed the machine was plugged into gcfi outlets (hospital grade outlet) as per the recommended power source. The machine had less than 5000 hours and was the original plug. The cord/plug assembly and the machine was back in service and working fine. The component was available to be returned for evaluation.